Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. It was also reported that the cartridge was leaking from the septum. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 150 mg/dl.